Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in (B)(6) 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds the device as received is out of sync, tack set back is out from use as seen by the next tack to be deployed being exposed from the cannula tip. During simulated use testing, the first three fasteners were deployed, the device went back into sync and fixated into the mesh with no issues. A definitive root cause as to why the device went out of sync in use cannot be determined. The most likely cause for the fastener to not fixate is the result of event occurring during user/ device interface. No manufacturing anomalies were found. The instructions for use (IFU) that was included with the product adequately prescribe the proper use of the device. The instructions-for-use (IFU) states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral inguinal hernia procedure, the sorbafix fixation device failed to fixate the mesh. It was reported that another brand device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 695 units released for distribution in (B)(6) 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : not returned.

Event description:
As reported, during a bilateral inguinal hernia procedure, the sorbafix fixation device failed to fixate the mesh. It was reported that another brand device was used to complete the procedure. There was no reported patient injury.